Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-15869, 1627487-2013-15870. It was reported the patient's pns system (off-label) was providing ineffective pain relief and requested the system be explanted. The patient had not used or charged her system in over a year. The system was subsequently explanted on (B)(6) 2013.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.